Manufacturer narrative:
No fault was found, and the system was returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the volcano system failed to boot while the x-ray system remained unaffected on an allura xper fd10/10. The clinical use of the system was outside of use. There was no reported patient or user harm.